Manufacturer narrative:
(B)(4). Batch # r93v4l. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, ¿remove instrument from patient¿ was displayed during use. The device passed the test, but ¿replace instrument¿ was displayed. After that, the blade tip was broken off outside the patient while the blade tip was wiped off. The blade was used on the ligament. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.